Event description:
A report was received that the patient had difficulty communicating the ipg using her remote control as well as difficulty charging. The patient was known to have undergone lithotripsy, a contraindication with the scs system. The patient underwent an ipg replacement procedure and did well postoperatively.

Manufacturer narrative:
Device evaluation indicated that the ipg would not be linked with a test remote control despite several charge attempts. The complaint was confirmed. The device exhibited excessive current leakage, low impedance, and a hot spot on analog integrated circuit (ic). The analog ic was damaged. It was reported that patient underwent a lithotripsy procedure, and it was apparent the device had been affected by it. Per our labeling, lithotripsy may turn stimulation off or may cause permanent damage to the implant particularly if used in close proximity to the device.

Event description:
A report was received that the patient had difficulty communicating the ipg using her remote control as well as difficulty charging. The patient was known to have undergone lithotripsy, a contraindication with the scs system. The patient underwent an ipg replacement procedure and did well postoperatively.